Manufacturer narrative:
The short steinmann pin (pn:18-3105 ln: unk) was not returned for investigation. It was reported that the injury occurred either during steinmann pin (18-3105) placement or during tissue dissection (18-3008). However, it was said that here were no defects attributed to these instruments and the injury could have occurred due to anatomical anomalies or inaccurate targeting. This is a known risk of the procedure due to the anatomy involved. The rep also reported that the screws were removed, and rescue screws (12mm) implanted. Nothing will be sent back as nothing with the implants themselves caused the issue. The revision surgery was on may 7th. Radiographic imaging was not provided for review. With the limited information provided, it is not possible to confirm the failure reported and determine a root cause. Should orthofix receive additional information regarding this incident, the complaint will be re-opened for investigation. Without a lot number, a review of the DHR and ncmr database cannot be completed.

Event description:
It was reported that a male patient returned post-op with an infection from a procedure done on (B)(6) 2024. The patient experienced a vascular injury during surgery which resulted in a trip to the ER. The patient presented with an anatomical anomaly which is more than likely the cause and not necessarily attributed to the system. The injury happened during steinmann pin (18-3105) placement or during tissue dissection (18-3008). Patient was being treated for bifurcation of the superior gluteal artery. Surgery description was an si fusion. The patient is stable.